Manufacturer narrative:
(B)(4). The dentist used the immediate implant procedure. It suggests that the implant was anchored only in the apical part, leading to an insufficient contact between bone and implant. As a result, adequate primary stability could not be achieved.

Event description:
(B)(4) ¿ the dentist reported that had to remove dental implant during its installation surgery because it did not achieve a good primary stability. Moreover, the patient presented insufficient bone quality/quantity (bone type iii), bone graft was placed and immediate implant was performed.